Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with 2¿3 low blood glucose events per day over several months, and elected to return the device after attempts to resolve the issue, including a factory reset, did not improve performance. Symptoms included hypoglycemia. Outcomes included interruption of device use and return for credit. Investigation included review of the reported events and receipt of the returned device and supplies for assessment. Investigation of this case revealed that the specific cause of the hypoglycemia remained unclear, with no confirmed device malfunction identified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.